Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
A monarc subfascial sling was implanted in 2007 to treat for incontinence. It was reported that the mesh now "feels like it has tightened." The patient also reported plans to have the sling out soon "as it has caused me a lot of pain."